Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's sister reported via phone call that the customer pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the lip of the clear plastic that holds the reservoir was missing. It was also reported that the pump had multiple pump error and the self-test was performed. The customer sister reported that the pump had beeping noise and had low battery, replaced battery and also had battery failed alarm. The customer declined troubleshooting of the failed battery. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.

Manufacturer narrative:
Test reservoir lock properly inside the reservoir tube. No missing reservoir tube retainer. However, insulin pump received with cracked retainer. Insulin pump and bg meter test functioning and communicating properly. No audio or vibrate anomaly during testing. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm are found in the formatted history file due to a software error. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery and failed battery alarm noted during testing or in the insulin pump trace download. Test reservoir lock properly inside the reservoir tube. No missing reservoir tube retainer. However, insulin pump received with cracked retainer. Insulin pump and bg meter test functioning and communicating properly. No audio or vibrate anomaly during testing. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm are found in the formatted history file due to a software error. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery and failed battery alarm noted during testing or in the insulin pump trace download.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.